Event description:
Healthcare professional reported left side device rupture. The device has been explanted, replaced, and discarded.

Manufacturer narrative:
Adverse event problem: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: device rupture. Photo evaluation: visual analysis of the photographs identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.